Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the atrial lead had low pacing impedance below 100 ohms. No intervention was completed. The patient was stable.